Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that their device was slow when they want to get a boost. Patient said they called once before when their device was getting slow and the previous agent did something on the handset. Agent reviewed information. Agent walked the patient through to clear the data. Agent had patient to connect to the myptm app. Patient confirmed that they were able to connect without lag and mentioned that they were not due for another bolus showed 1 hour and 54 mins for the lockout. Agent reviewed best practices. Patient would call back if further assistance was needed.

Event description:
Information was received from a patient who was receiving morphine via an implantable pump for nonmalignant pain. It was reported that for the last couple weeks the handset was lagging at 90% for about 15 minutes or more. Agent reviewed and guided them through clearing the data. They were then able to connect to the pump without any lag.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.